Manufacturer narrative:
H.6 investigation summary : bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for non-biological foreign matter with the incident lot was observed. Evaluation of the customer samples was performed and non-biological foreign matter was observed. The most likely root cause was determined to be related to a manufacturing issue. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported before use the bd vacutainer® urine collection cup had foreign matter in tube; biological and non-biological this occurred on 1800 occasions. The following information was provided by the initial reporter: ¿urine cups are dirty - inside the cups some sort of "stripes". Information translated from italian to english.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® urine collection cup had foreign matter in tube; biological and non-biological this occurred on 1800 occasions. The following information was provided by the initial reporter: ¿urine cups are dirty - inside the cups some sort of "stripes". Information translated from italian to english.